Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. If initial reporter also sent report to FDA is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump pushrod is not moving up, but after several attempts it did go up. While in use with the patient, the pump exhibited a blockage alarm which continued even after checking the tubing and site. The pump was switched to the other pump on hand and there were no further issues. The pump was replaced. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated during testing. The test results showed that the device had a defective downstream occlusion sensor and a drive rod that was causing the blockage alarm. It was recommended, that the downstream occlusion sensor and drive rod be replaced as corrective action. The root cause of the reported problem was unknown. A manufacturing device history record review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.